Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/19/2019, mentor became aware that it wasn't the right side affected only left side with capsular contracture baker grade iii with same devices reported. Hence, device information has been updated under d on this form. A manufacturing record evaluation (mre) was performed for lot number 7580890, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right side; 320cc mentor memorygel breast implant; catalog number: 3507320mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that device was not explanted on (B)(6) 2019. Exchange of implants on both sides was recommended to the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 320cc mentor memorygel breast implant; catalog number: 3507320mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old asian female patient underwent primary breast augmentation with 320cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.